Event description:
A physician was using a gel mark biopsy site marker during a breast biopsy procedure with a mammotome biopsy device. He felt resistance while deploying the pellets and decided to pull back on the applicator again feeling resistance. He decided to remove the gel mark applicator and mammotome probe as a unit. When he removed the gel mark from the probe, he observed that the tip was missing from the applicator. The tip was found in the mammotome bowl. There were no patient adverse effects.